Event description:
Follow up information reported that the patient was receiving beneficial stimulation from their implantable neurostimulator (ins).

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that percutaneous extension was not available during the implant procedure so the healthcare professional (hcp) used standard temporary lead cover that was included in the lead kit. Impedances were checked following the implant and electrode combination 0 and 3 showed 34 ohms indicating a potential short circuit. The patient had not been programmed yet and it was not anticipated to use that electrode combination in the future. Four days later it was stated that the cause of the event was determined to be #3 contact reported as a short. The cause was also attributed to the excess pressure from temporary lead cover used to cover the lead after the stage I procedure. No interventions were planned at this time. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.